Manufacturer narrative:
(B)(6). Teleflex received the device for investigation. The reported complaint of component incorrect is not confirmed. During the investigation, the returned device, sheaths, and accessories were within specifications. The correct components were supplied; however, the package was received previously opened and all components could not be counted for. There was one additional driveline tubing returned and it cannot be attributed to any incorrect component supplied. The root cause of the complaint is undetermined. Additionally, unrelated to the reported complaint the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iab bladder in the packaging tray. An in-service has been requested to reiterate the instructions for use (IFU), including the appropriate method for iabc prep/removal from its packaging. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that " intra-aortic balloon pump (iabp) assisted left main trunk occlusion surgery, with mismatched components." As a result, the iab was replaced. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " intra-aortic balloon pump (iabp) assisted left main trunk occlusion surgery, with mismatched components." As a result, the iab was replaced. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.